Event description:
It was reported to boston scientific corporation that during a percutaneous nephrolithotomy procedure, the probe broke in half and was removed from the patient.the procedure was completed with another probe, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. The investigation concluded that probe breakage is the result of the user bending the probe during use.